Event description:
It is reported that pt underwent revision due to breakage of the nail.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR has received the explanted devices. They are under investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. As soon as additional info becomes available, an amended medical device report will be filed. The need for further corrective actions is not indicated at this time. (B)(4).